Event description:
Boston scientific received information that the patient with this s-ICD device received multiple inappropriate shocks due to oversensing however reportedly, only during periods of physical activity. The condition resulted in rhythm acceleration and syncope, at which time the pt sought medical care. An electrogram analysis, conformed that during periods of increased heart rate (exercise), the pt exhibited a broad complex bundle branch block. The field representative confirmed the pattern was not evident during periods of rest. It was additionally reported that no exercise testing had been performed prior to implant to illustrate this behavior. During follow-up exercise testing, the secondary vector showed the most optimal/robust programming for the pt: the device was stated that should the behavior continue the system would be explanted and replaced with a conventional ICD system.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.